Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was having difficulty connecting charger to the ipg. It was noted that they believed that swelling was interfering with the connection. The patient underwent a revision procedure wherein ipg was repositioned.